Manufacturer narrative:
Additional narrative: patient information not available for reporting device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process.= DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 12.mar.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during trauma next generation trochanteric fixation nail system (tfna) procedure, the blade screw guide sleeve got stuck onto the aiming arm while surgeon was implanting the helical blade. It was reported that hammer was used to remove the sleeve from the aiming arm. A guide pin was used to complete the procedure successfully. The surgeon used another aiming arm with the same sleeve and he was able to slide it through successfully. No issues were reported with the aiming arm. A one (1) minute surgical delay was reported and patient/status outcome was reported as ¿fine.¿ this is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: visible damage at the front part as well as in the middle of the sleeve body. Because of the present damage on the device, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. As per event description a hammer was used to separate the guide sleeve from the aiming arm. The front part of the guide sleeve is deformed/damaged. There is visible deformation also in the middle of the sleeve body; the side wall is bent outward from the inside of the bore what points to the tremendous application of force during separating the two blocked devices. The device history record reviews show that the devices met the specifications at the time of manufacturing and distributing. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by tremendous mechanical overloading. This complaint is deemed indeterminate from a manufacturing standpoint. A product development evaluation was completed: the tfna blade guide sleeve (03.037.017) was received at the investigation site. Visual inspection revealed a deflected tip consistent with the hammering method described. Additionally, outward deflection was observed in a helical pattern on the flat running the length of the shaft. It was reported that during a trochanteric nail fixation system (tfna) procedure, a guide sleeve would not pass freely through the aiming arm. The sleeve was returned to the investigation site without the aiming arm. The complaint description was able to be replicated with another aiming arm available at the investigation site. Visual inspection reveals damage to the tip of the sleeve consistent with hammering the sleeve backward out of the aiming arm. Additionally the outer surface of the shaft has outward deflection in a helical pattern. This was likely created during manufacturing while cutting the helix inside the bore of the sleeve. The part was submitted for a manufacturing investigation to determine if the outer diameter was within the allowable tolerance. The results of that investigation were inconclusive due to the tip damage. The device history record review showed that the parts met the specifications at the time of manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.